Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the vad coordinator attempted to put a new system controller on a patient; once connecting the percutaneous lead, the set speed continued to read "0". The vad coordinator attempted to try another system controller. The patient was placed back on the first system controller.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.